Event description:
It was reported that the colonovideoscope exhibited a noisy image. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout and image not displayed. Based on the results of the investigation, it is likely that meeting hot/cold water caused the blackout and noisy image and a damaged charged coupled device caused the no image problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.